Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had taken a bolus more than what she should have, so her blood glucose level went from 366 mg/dl to 45 mg/dl. Customer did not understand the bolus detail screen. Customer was explained that the when she puts in her blood glucose level and carbs, the pump takes into account of how much insulin is already actively working in her body to give her the correction amount. Customer was informed that the bolus wizard setting is what calculates how much insulin she needs. No further assistance needed.